Event description:
The patient presented to the clinic after hv therapy. Low pacing lead impedance and noise detected as vf were observed. Few days later, insulation anomaly and externalized conductors were observed via review of fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.